Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during a clinical visit, the pt switched from battery power to power module and lost all power. All connections were checked and the power module pt cable lemo connector was found not fully inserted into the power module connector. The connector was pushed in and the pt regained power but the lemo connector would not fully lock in place. The pt's aorta was sewn shut so as a result of this event he briefly lost consciousness but was not injured.

Manufacturer narrative:
Usage of the device: the usage of the returned power module 14 volt pt cable (lot #34940670411; mfg date 07/2011), is not known to the MFR as the pt cable is not labeled for single use. The power module 14 volt pt cable was returned to the MFR for eval. The reported event of the loss of power was confirmed. The result of the investigation determined that the loss of power was a result of a loose and insecure connection of the power module 14 volt pt cable to the power module. The insecure connection was the result of a bent pin in the black 16-pin lemo style connector. The bent condition of the pin contributed to noticeable resistance when mated to the receptacle of the power module and the connection was not able to be completed. The analysis of the returned pt cable 16-pin lemo connector indicates that the bent condition of the pin was possibly due to a misalignment issue between the pt cable 16-pin lemo connector and the power module 16-pin receptacle upon physically mating the connection parts. No further information is available. The MFR is closing its file on this event.